Manufacturer narrative:
The reported field event of intermittent output was not confirmed in the laboratory. Analysis of the device image discovered code corruption which is consistent with the electrocautery contact observed in the field. As stated in the device manual, electrosurgical cautery can cause errors in device operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during pacemaker change out for pacemaker dependent patient, electrocautery was used which caused the device to capture intermittently. When it was stopped the device would return to normal pacing. New pacemaker was implanted. Patient condition was stable.